Event description:
On 04/04/2000, the facility's radiology technician informed the manufacturer's (MFR.) Sales representative of the following: as the physician was putting in the catheter the cuff fell off. No further details were provided.